Event description:
The customer called into philips to report that the device failed ECG test. The customer noted that during the operational check everything passed except the egc lead set test. It showed a fail on the screen. There was no reported patient involvement / adverse patient impact.